Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a reset error everytime the customer changed the battery. The caller did not recall the blood glucose reading. The caller was advised that the insulin pump had experienced an unexpected restart and to monitor the insulin pump and call back if the issue recurred.